Event description:
It was reported that the communicator and device are in valid radio frequency (rf) overuse condition. Waiting for engineers' response. No adverse patient effects were reported. The communicator remains in service. Additional information was received indicating the right ventricular (rv) lead exhibited oversensing due to noise which was reproducible through isometrics. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was reprogrammed. It was also noted the rv lead exhibited out-of-range impedance measurements. No adverse patient effects were reported.

Event description:
It was reported that the communicator and device are in valid radio frequency (rf) overuse condition. Waiting for engineers' response. No adverse patient effects were reported. The communicator remains in service. Additional information was received indicating the right ventricular (rv) lead exhibited oversensing due to noise which was reproducible through isometrics. The pacemaker system remains in service. No adverse patient effects were reported.